Event description:
Tandem received a report from a distributor in denmark about a user who encountered a cartridge alarm in their insulin pump. The user's pump history verified alarm 20 during pumping, and subsequent attempts to reload a cartridge with the proper technique resulted in the recurrence of the alarm. There was no information available on the user's blood glucose level at the time of the incident. The customer was informed that the pump needed to be replaced, and a replacement pump was sent. The customer declined to share information on backup insulin therapy. Technical support instructed the customer on returning the problematic pump, which is still under warranty, using a prepaid label and return box.